Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. Electrical overstress was found on the connection between the ac main voltage circuit card and the power inlet module. Ac mains voltage circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 alerts on the floor and since the device had 4785 system hours on it will be coming in for the 2000 hour pm service. Per investigator notification received on 11aug2023, it was reported that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were cracked and completed the 2000- hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 alerts on the floor and since the device had 4785 system hours on it will be coming in for the 2000 hour pm service. Per investigator notification received on 11aug2023, it was reported that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were cracked and completed the 2000- hour preventive maintenance procedure on the device.